Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during a stent placement procedure performed on an unknown date. During the procedure, the naviflex guide catheter broke. The detached catheter was removed using a retrieval device, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf patient code e1024 captures the reportable event of a retrieval device was used to remove the broken guide catheter.